Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was unknown. Customer reported that they had an unexpected restart and changed the battery and now has blank screen. Customer is not calling back after receiving a new battery cap. Customer reported that insulin pump has been exposed to moisture. Customer stated that three days ago there was moisture on screen. Customer stated that there is moisture on the lcd. Customer stated that they did not want to replace the current insulin pump. The insulin pump will not be returned for analysis.